Event description:
The pt received an orthovisc injection in her right knee on (B)(6) 2010. She passed out 30 seconds after the injection and fell on her face. She was taken to the ER that day with 2 broken teeth, a broken nose and mis-aligned jaw. She received a CT scan, stitches on the interior and exterior of her nose. She experienced shortness of breath for 2 days as well as tingling in her right foot, headache and dizziness for 7 days. Pt was reported to be improving the following week. Pt did not return or consult with injecting physician following the injection.